Event description:
It was reported that the patient's pump was "exposed through the skin" and was being removed immediately due to infection. The hcp was considering oral dosing options for management of the withdrawal from baclofen due to the "abruptly explanted pump". No withdrawal symptoms or final patient outcome were reported.